Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure difficulty was encountered when placing the lead in the left ventricular (lv) septal region with the lead getting screwed "further" in the ventricular septum. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Tissue is not a lead failure. If information is provided in the future, a supplemental report will be issued.